Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was immediately stopped and rearranged for a later time. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to expose. Upon troubleshooting, the fse checked the log and found (application error: grid switch unavailable) the fse restarted the system, but the problem still existed. Then, the fse tried to perform tube conditioning and adaptation; however, the problem still persisted. To resolve the issue, the fse replaced the tube. The defective x-ray tube was returned to philips for failure analysis, and the analysis results showed an insulation problem between the filament and cathode head, which could lead to a small filament short circuit. After the replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was immediately stopped and rearranged for a later time. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to expose. Upon troubleshooting, the fse checked the log and found (application error: grid switch unavailable) the fse restarted the system, but the problem still existed. Then, the fse tried to perform tube conditioning and adaptation; however, the problem still persisted. To resolve the issue, the fse replaced the tube. The defective x-ray tube was returned to philips for failure analysis, and the analysis results showed an insulation problem between the filament and cathode head, which could lead to a small filament short circuit. After the replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, manufacture date and the reporting institution name have been updated.